Event description:
It was reported that the target lesion was located in the diagonal branch with no calcification and no tortuosity. During post-dilation of an unspecified stent, the 2.25 x 12 mm nc trek balloon ruptured before reaching nominal pressure. There was no resistance during advancement or during retraction of the device. After the balloon rupture, air was noted in the vessel. An aspiration device was used to remove the air successfully. The patient felt pain and medication was administered (arapamil). No other devices were used and the case was concluded. The patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). The device has been received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Incorrect prep (balloon was not soaked prior to use). Evaluation summary: the device was returned for evaluation. The balloon rupture could not be confirmed; however, a radial tear was noted at the proximal balloon seal. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the device performance with regards to the difficulty with removing the protective sheath appear to not be related to a manufacturing issue, but due to normal variation found in manufacturing, as the occurrence rates for this size of balloon are within the expected rate in the product risk assessment. The performance of these devices will continue to be monitored. It should be noted that the nc trek instructions for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. In this case, it is unknown if the lack of soaking the balloon prior to insertion into the anatomy contributed to the reported balloon rupture, as it may possibly be related to difficulty removing the protective sheath.